Manufacturer narrative:
The t:slim g4 user guide states, "replace the cartridge every 48 hours if using humalog". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 425 mg/dl. Reportedly, the customer was unable to hear the pump delivering basal like previously. System check with tandem technical support was performed and the pump functioned as intended. Customer reported humalog insulin is being used, and the cartridge is changed every 3 days. Tandem technical support verified that basal delivery was being delivered successfully. Customer delivered a bolus to address elevated bg levels.